Event description:
It was reported that after preparing the emboshield nav 6 embolic protection system, a 300 length barewire was pulled through the nav 6 from the distal end instead of the guide wire exit port and the delivery catheter shaft broke. There was no force applied to the nav 6 or the guide wire prior to the breakage. The device was not used and there was no patient involvement. Another nav 6 embolic protection system was prepped and used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.